Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported delayed keypad response which was reproduced during evaluation. The cause was determined during a visual inspection to be a loose keypad flex connected to the input/output printed circuit board. The keypad flex was secured to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a delayed keypad response. There was no patient involvement. No additional information is available.